Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user is stating that he was turning the corner in his house and the chair lunged forward instead of going forward smoothly, and he turned towards his bed to avoid hitting wife, but ripped his right leg on his bed in the meantime. End user went to a wound doctor, and still trying heal. Incident happened in (B)(6), doesn't remember specific dates. End user is also talking about wear and tear on his arm pads. End user is also stating that when stopping and starting he hears a loud clicking noise. Dealer is aware of the noise and has told them it was not fixable. Update from 10/28/2015: end user reported he is doing fine and the cut is healing. End user reported that the dealer replaced the seating system but the chair is still surging. End user thinks maybe it needs reprogrammed so it moves slower when he starts up. End user reported the switch is loose and when he rides in it on the bus it is really bumpy. Update from 10/30/2015: the dealer reported that the end user has had multiple issues running into things and feels it is a user error not the chair surging. Dealer reported that he knows the patient well and he has been out there multiple times and the chair runs well. They have made many adjustments, changed foot plates to foot board, replaced the power center mount, replaced the entire seating system, batteries, and chair is in good working order. They are going out to put arm pads and a seat belt on the chair and will check the programming and see if they can slow it down some for indoors since he is in a small apartment. Dealer states end user has trashed his apartment and runs into things a lot and he feels it is a control issue that his reflexes are just not real good. He thinks slowing down the programming will help.